Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the elastomeric balloon of a folfusor lv5 device did not fill with solution and instead the solution flowed into the housing. This occurred while filling the device with a saline solution using a luer-lock syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.